Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Additionally, the pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. A customer reported a false negative result on a direct nasal sample (swab type not otherwise specified) with the ID now covid-19 test. The customer reported that a nasopharyngeal swab in vtm was collected on the patient on (B)(6) 2020 and sent to the state lab for testing (diagnostic methodology unknown). Three days dater, on (B)(6) 2020 a direct nasal swab was collected from the patient and tested with the ID now covid-19 test, generating negative results. On (B)(6) 2020 the results from the state lab np sample came back on the specimen collected on (B)(6), identifying positive results. The customer did not provide any information on confirmation testing with the (B)(6) 2020 sample. Additional patient information, including symptoms, treatment, impact and outcome were not provided. Attempts to gain further information were not successful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Additionally, the pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen.